Manufacturer narrative:
Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 377760, lot# v008694, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v008252, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that there were telemetry issues. Her patient programmer (pp) had no telemetry with and without the antenna. The patient had had stimulation off for about 2 months since she had a sciatic procedure and tried to turn stimulation on the day of this report because she was having pain. The implantable neurostimulator recharger (insr) also had no telemetry. Last time there was stimulation was about 2 months prior to this report. The batteries were changed in the pp but the issue did not resolve. The patient was redirected to her healthcare provider (hcp). Follow-up found that the patient had not been seen for a while. Additional follow-up was performed to determine if any troubleshooting had been done, if a cause of the event had been found, if any intervention occurred, and if the patient had any further concerns. This event will be updated if additional information is received.